Event description:
The complainant in the EU had a console with grey buttons getting stuck. The console was utilized for the 5.5 pump support until the patient expired after 24 hours.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - kbd/rotary knob issues has been completed. Unable to confirm the reported failure with the log evidence. During the device analysis was unable to reproduce the reported issue. The root cause of the grey button getting stuck was not determined due to the inability to reproduce. E4 should have been left blank on manufacturer device report 1220648-2025-25864.